Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
Customer reported via phone call that insulin pump went back to rewind screen after battery change. Customer's blood glucose was 88 mg/dl. Alarm history showed that customer received excessive signal too low alarm and unexpected restart alarms. Customer declined troubleshooting and stated that she would contact healthcare professional regarding other options.